Manufacturer narrative:
(B)(4). Evaluation summary pending investigation results.

Manufacturer narrative:
Manufacture reference number; (B)(4). Evaluation summary post market vigilance (pmv) led an evaluation of one handle and one reload. Visual inspection of the cartridge revealed that the reload was fully fired and the jaws were open. The anvil was bowed and the anvil clamping mechanism was deformed. Functionally, the instrument was loaded with post market vigilance (pmv) representative reloads. During the firing cycle, a skip was audible in the firing stroke. The instrument was dismantled for visualization of internal components. This examination noted several sheared teeth on the firing rack. The reload was loaded into a post market vigilance (pmv) instrument for functional testing. This test found the jaws to clamp and unclamp repeatedly without difficulty. The reload was cycled without hesitation or binding and the jaws opened after the instrument return knobs were retracted. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. The returned products as received by medtronic were found to not meet specifications and due to the sheared teeth on the instrument firing rack, the reported condition was confirmed. A review of the device history records could not be performed because the lot numbers were not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: thoraco/lobectomy. Customer states that upon the first fire, the handle made a crack sound (the tissue was hard and thick). After the firing, the jaws did not open. New handle was opened, made an additional resection and the case was completed. Neoveil was used in conjunction. Gender: female. Age and weight: not available. Last patient's status: good. Operating time extended: less than 30 min. Nothing fell into the cavity. No bleeding. Additional information requested via email. 1. What is the lot number for the reload and that stapler used in the case? Not available. 2. Please confirm that product will be returned for investigation. Yes. 3. Was any reinforcement material used in conjunction with the stapling device? Yes. 4. If yes, a. What was the brand of the reinforcement material used? Neoveil b. What was the item code and lot/serial number of the reinforcement material? Not available.